Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pelvic mesh protruded into her vaginal wall causing severe pain, nerve damage, numbness, tingling, infections, continued incontinence, and painful intercourse. No further info has been provided.